Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 2109855: 90 items manufactured and released on 16-dec-2021. Expiration date: (B)(6) 2026. No anomalies found related to the problem. To date, 86 items of the same lot have been sold with no similar reported event during the period of review. Additional involved implant batch review performed on (B)(6) 2023 on gmk-sphere 02.12.0003r femoral component sphere cemented size 3 r (k121416) lot. 2110987 lot 2110987: 50 items manufactured and released on 05-oct-2021. Expiration date: (B)(6) 2026. No anomalies found related to the problem. To date, 46 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery performed about 11 months after the primary surgery due to the loosening of implants caused by metal allergy. All components revised. The surgeon commented that there was no problem with the implants.